Event description:
It was reported by service report that the fowler angle display was inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: angle sensor out of calibration.